Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead with the distal tip measuring 40.9cm was returned for analysis. External insulation abrasion was noted at 10.5-10.8cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted at 10.7-10.8cm and 11.3-11.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 12.2-13.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was abraded at this location.